Event description:
The customer medwatch# (B)(4) reports that during a minimally-invasive lumbar the pt sustained a 2nd degree burn from contact with a medtronic illuminator attached to a stryker cable. Equipment set-up consisted of a medtronic illuminator 5mm, inserted into a 7mm stryker endoscopy cable, connected to a luxtec light source using 300 watts. The burn came from the metal connection between the illuminator and the 7mm cable. The burn was located toward the pt's shoulder blades away from the surgical field, and was found after removal of the drapes. The pt sustained a 2cm x 1.5cm blister stage 2 burn on midback, no erythema surrounding the burn. Wound care nurse was consulted to evaluate the burn. The burn was treated with silvadene and a dressing.

Manufacturer narrative:
The investigation indicated that the cause of the burn to the pt was due to improper use of the equipment. The medtronic illuminator has a warning not to use a light source greater than 100 watts. A 300 watt light source was used during the procedure. The medtronic illuminator is made to be used with a 5.0mm fiber optic cable. During the procedure a 7.0mm fiber optic cable was used. The medtronic illuminator at 5.0mm could not transfer all of the light coming from the 7.0mm fiber optic cable. This will cause the metal connector to heat up to an unsafe temperature. The fiber optic cable diameter should never exceed the diameter of the instrument. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.